Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have done damage to their crowns. They were pulled off from their top layer of their teeth.